Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows "cassette not attached properly" alarm on 6/1/2018. Use testing was performed. The customer complaint was not confirmed since the pump operated correctly after latching the cassette into the pump. Service is replacing the downstream sensor as a precaution. The root cause is unknown.